Event description:
It was reported that the patient with a dignishield device in place experienced leaking stool around the catheter. Patient had device in for 48 hours and only recently had leaking issues; no leaking from catheter or connection points was noted. Dignishield inflation cuff was inflated with 45ml of water and in its relative position to the patient's anus was confirmed and no observed changes in the location of the position indicator band and the position of the drainage tube should be along the patient's leg, avoiding kinks, obstruction, and tension. The representative did make mention that it was not positioned in this manner and recommended moving it now and then irrigating the retention cuff. Per the IFU, if the retention cuff area became obstructed with fecal matter, it might be irrigated by filling a syringe with tap water, attaching the syringe to the clear irrigation port, depressing the plunger, and making sure the irrigation port remains parallel to the catheter in order to prevent kinking in the tubing and blockage of injected water. Repeat the procedure as often as necessary to maintain proper functioning of the device and to ensure that water drains. The patient confirmed water drained into the bag along with stool pieces and noted if solid or soft-formed stool could not pass through the catheter, it would obstruct the opening. The use of the device was not indicated for patients with solid or soft-formed stool. Once they flushed the device a couple of times, more stool was visible, and the leaking seemed to decrease. At this time, only 50ml of stool was collected in the drainage bag and suggested flushing again and checking for gas buildup. As the IFU did not offer instructions on how to release gas, it was recommended that they disconnect and reconnect the drainage bag to release any gas that may be acting as a vapor lock. After the representative repositioned the drainage tubing, reseated the inflation cuff, checked the supportive sphincter muscles, disconnected and reconnected the drainage bag, and flushed the device several times, the leakage appeared to stop . The discussed potential adverse events, as with the use of any rectal device, might occur, noting excessive leakage of stool around the device as one. They wanted to keep the device in place due to the pressure wound that was located near the rectal opening . They also only had one device in their facility and would not have another to replace it if this one needed to be removed. They said that if a patient had started to have formed stool, they would only encounter this issue again. It was recommended to flush often and carefully monitor the situation until confirmation of formed stool prevents use entirely. Also noted, flushing the drainage tube might be done as it can become obstructed with fecal matter and cause leakage around the catheter. Flush the tube by filling a syringe with tap water and attaching the syringe to the purple flush, port and depressing the plunger. If repeated flushing with water did not return the flow of stool through the catheter, the device should be inspected to determine if there was an external obstruction (i.e., pressure from a body part or piece of equipment). If no source of obstruction to the device was detected, use of the device should be discontinued. The customer called the representative back after an hour and they confirmed the device was clogged with formed stool and it was removed . The master of doctor would be ordering miralax and inserting the new dignishield at that time. No further assistance was needed at this time. It was unknown what medical intervention was provided for pressure wounds. As per the follow-up via phone on 01jun2022, the problem has been corrected. The staff was using the dignishield sms.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
Upon further review, bd has determined this event is not reportable. The device was not returned.

Event description:
It was reported that the patient with a dignishield device in place experienced leaking stool around the catheter. Patient had device in for 48 hours and only recently had leaking issues; no leaking from catheter or connection points was noted. Dignishield inflation cuff was inflated with 45ml of water and in its relative position to the patient's anus was confirmed and no observed changes in the location of the position indicator band and the position of the drainage tube should be along the patient's leg, avoiding kinks, obstruction, and tension. The representative did make mention that it was not positioned in this manner and recommended moving it now and then irrigating the retention cuff. Per the IFU, if the retention cuff area became obstructed with fecal matter, it might be irrigated by filling a syringe with tap water, attaching the syringe to the clear irrigation port, depressing the plunger, and making sure the irrigation port remains parallel to the catheter in order to prevent kinking in the tubing and blockage of injected water. Repeat the procedure as often as necessary to maintain proper functioning of the device and to ensure that water drains. The patient confirmed water drained into the bag along with stool pieces and noted if solid or soft-formed stool could not pass through the catheter, it would obstruct the opening. The use of the device was not indicated for patients with solid or soft-formed stool. Once they flushed the device a couple of times, more stool was visible, and the leaking seemed to decrease. At this time, only 50ml of stool was collected in the drainage bag and suggested flushing again and checking for gas buildup. As the IFU did not offer instructions on how to release gas, it was recommended that they disconnect and reconnect the drainage bag to release any gas that may be acting as a vapor lock. After the representative repositioned the drainage tubing, reseated the inflation cuff, checked the supportive sphincter muscles, disconnected and reconnected the drainage bag, and flushed the device several times, the leakage appeared to stop . The discussed potential adverse events, as with the use of any rectal device, might occur, noting excessive leakage of stool around the device as one. They wanted to keep the device in place due to the pressure wound that was located near the rectal opening . They also only had one device in their facility and would not have another to replace it if this one needed to be removed. They said that if a patient had started to have formed stool, they would only encounter this issue again. It was recommended to flush often and carefully monitor the situation until confirmation of formed stool prevents use entirely. Also noted, flushing the drainage tube might be done as it can become obstructed with fecal matter and cause leakage around the catheter. Flush the tube by filling a syringe with tap water and attaching the syringe to the purple flush, port and depressing the plunger. If repeated flushing with water did not return the flow of stool through the catheter, the device should be inspected to determine if there was an external obstruction (i.e., pressure from a body part or piece of equipment). If no source of obstruction to the device was detected, use of the device should be discontinued. The customer called the representative back after an hour and they confirmed the device was clogged with formed stool and it was removed . The master of doctor would be ordering miralax and inserting the new dignishield at that time. No further assistance was needed at this time. It was unknown what medical intervention was provided for pressure wounds.as per the follow-up via phone on 01jun2022, the problem has been corrected. The staff was using the dignishield sms.